Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2016 (17:08): ck-mb=1.6 ng/ml, normal upper limit 3.6; on (B)(6) 2016 (04:53): ck=110 u/l, normal upper limit 308; on (B)(6) 2016 (04:53): ck-mb=2.0 ng/ml, normal upper limit 3.6. Device: above rated burst pressure. Unique device identifier (UDI): (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The nc trek rx instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek device is 18 atmospheres. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary stenting procedure with implantation of a 3.0 x 18 mm drug eluting coronary device. Post-dilatation was performed using a 3.0 x 12 mm nc trek dilatation catheter and a rupture occurred at 20 atmospheres. The device was removed and a new nc trek dilatation catheter was used. No additional information was provided.